Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, non-sustained rv oversensing episodes were observed. Upon analysis of the oversensing, it was likely that the oversensing was lead noise. Both post-paced and post-sensed oversensing was observed. Isometric testing was performed and lead noise was not reproduced. Patient has improved with device implant and patient will undergo further testing to see if lead revision is necessary and physician will replace the lead if needed. Patient was stable.

Manufacturer narrative:
Additional information available that the patient had the right ventricular lead was capped and replaced. Updated the reporting type to serious injury from malfunction. Checked 'adverse event' and 'required intervention to prevent permanent impairment/damage' for surgery. Type of reportable event changed to serious conclusion code updated to 'device not returned'.

Event description:
The patient's right ventricular lead was capped and replaced with a competitor lead on (B)(6)2017. The procedure went well and the patient was stable.